Manufacturer narrative:
Investigation of this processing event by (B)(4) microsystems is in progress.

Event description:
The customer reported to leica microsystems that sub-optimal tissue processing was found after using a peloris tissue processor.